Event description:
Reporter stated the surgeon used a running stitch to close the patient. To complete the closure, the surgeon utilized a loop knot technique and cut the remaining suture ends. Patient was returned to recovery uneventfully. Eight hours following initial surgery, the suture appeared to have broken. The patient was returned to the operating room where the surgeon excised the suture and performed a closure repair using another type of suture. The patient was returned to the recovery room and cvontinued with an uneventful recovery period. Patient was sent home alive and well with no further complications relating to the event.